Event description:
Reportedly, the surgeon was reconnecting the rectum to the bowel. Upon inspection of the donuts, the distal donut was very small. The surgeon performed a proctoscope and an air test, no leakage was found. The pt was brought in for a reoperation in 4/2003. The surgeon stated there was severe rectal bleeding from the staple line. The product was discarded.